Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the bolus recommendations provided by the blood glucose monitor are not accurate. The patient experienced hypoglycemia. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Manufacturer was unable to evaluate the returned device for the customer complaint due to an error message on the meter that could not be resolved because of the condition of the meter. The error was a result of liquid contamination and corrosion of the internal components of the meter. Liquid residue was observed throughout the internal components.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.